Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) lead exhibited a lead conductor fracture and insulation damage, resulting in a lead safety switch due to high out of range pace impedance measurements. Additionally, noisy signals were also noted and sensing sensitivity had been reduced. Upon confirmation of the measurements, the patient was hospitalized. An explant procedure is scheduled for a later date. No additional adverse patient effects were reported. This rv lead remains in service.